Event description:
It was reported that the caller observed a burning smell after use on the home choice (hc). The care giver (cg) stated the hp put off a weird burnt smell. The technical service representative (tsr) arranged for the device to be returned. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The reported issue could not be confirmed in the event history log review. The reported issue was neither confirmed nor duplicated during evaluation. A service history review revealed no previous service events that were related to the reported condition. A device history review will be completed. Should additional relevant information become available, a supplemental report will be submitted